Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the flow sensor's value did not change when the user kinked the tube or detached the tube. After the tube was re-attached, the malfunction was cancelled. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but no yet concluded. Per the subsidiary mfg engineering center (mec), confirmed that [---] l/min. Did not change when operated with a loose connector.